Event description:
Boston scientific received information that this patient experienced a syncopal event. Boston scientific technical services (ts) was consulted and suggested a retrograde conduction test be performed in which the boston scientific sales representative said that was already done. There was what looked like pacemaker mediated tachycardia (pmt) however it was later determined that was not the case as ts determined it was sinus tachycardia instead. The programming of the sensed delay will be changed to be a bit more aggressive. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.